Event description:
Report received from abbott international affiliate (abbott-united kingdom) which states, "100mg of morphine in 100ml was delivered to the pt. This was due to free flow through the giving set. The nurse had removed and discarded the y-site attachment (and associated anti-siphon valve), and incorrectly inserted the cassette into the pump, thus creating a free-flow situation. The pt required no treatment for excess morphine, but did not need any additional analgesia for 24 hours." Further info states that the actions taken were that the set was disconnected and the pt was monitored. The pt was receiving the morphine for post-operative pain relief.